Event description:
Customer alleged false negative hcg results. Results as follows: lot hcg0090161, expiration 08/2012. No report of death or serious injury. No other complaint details were provided.

Manufacturer narrative:
Lot number(s): hcg0090161, expiration date(s): 08/2012. Control: 25miu/ml hcg urine control lot: hcg110328-01, 100miu/ml hcg urine control lot: hcg110307-01, 241.0iu/ml hcg urine control lot: hcg111020-01. Summary of results: the retention devices meet qc specification. Details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 mins reading time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). The 241.0iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. (N=5). From retain testing with in-house control, the client's result was not replicated, and the product performed as expected. No product or samples were returned. Corrective action not required at this time.